Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted an egia60amt and grasping instrument were inside the cavity. The cartridge side of the reload jaws were inserted inside a tissue opening. Blood could be seen egressed from the staple line. The staple line could not be properly examined for missing staples due to poor video quality. A reload inside a tissue cavity could be seen. Gauze and blood could be seen in the staple line. On the video, functionally, grasping instruments were used to manipulate tissue. The reload was removed from the opening. The reload anvil was inserted into the tissue opening. A grasping instrument was used to hold tissue while the anvil was further inserted in the tissue opening. Staple lines could be seen on the tissue. Another tissue opening was expanded with an instrument. Blood could be seen on the grasping instrument. Blood was pooling in the tissue cavity. Tissue was pulled above the staple cart ridge. The tissue was repositioned and the cartridge was inserted into the tissue cavity. Grasping instruments pulled tissue down the cartridge. A grasping instrument held tissue in place. The reload was clamped. The reload was articulated. Blood could be seen in the knife blade channel. The I beam was partially advanced. The I beam was further advanced. The I beam was retracted. The reload was removed from the tissue. The I beam was straightened. The tissue was held with two grasping instruments while another was inserted into the tissue opening. Blood could be seen egressed from the staple line. It was reported that during an intestinal anastomosis using the reload, staple line bleeding occurred. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the straps were not aligned after stapling, with one strap positioned lower than the second strap. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtron ic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an intestinal anastomosis using the reload, staple line bleeding occurred and the straps were not aligned after stapling, with one strap positioned lower than the second strap. To address these issues, the affected area was resected and re-stapled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.